Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was stated in the report that chemotherapy (keytruda+cisplatin+etoposide) was administered from 21 april to 23 april. On 23 april, after completion of chemotherapy, leakage from the filter was found. There was no patient harm reported.